Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures; however, an internal short was noted between the inner coil and right ventricular conductors, consistent with procedural damage to the right ventricular etfe cable coatings, inner coil lumen, and ptfe liner.